Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Additional information received: during a laparoscopy and endoscopy cooperative surgery, the device was fired twice. No problem was observed at leak test. 2 days after the surgery, the patient complained of stomachache, so re-operation was performed on sep. 26. Leakage was observed by an endoscope. It was found that there was a hole around the deployed staples. Additional hand suture was performed, and the drain was placed to stop bleeding. The surgeon, nurse, and scopist commented that this case was not caused by the alleged deficiency of the device. Just info: stock lot in hospital psee60a(u9402k¿u95x3z)¿gst60b(218a72¿321a98¿358a97). No further information is available. The patient¿s initial is s. The patient is a (B)(6) male. He is staying in the hospital and recovering. He will be starting eating meals and will be discharged. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was exact procedure? What anatomical structure was the device fired upon? Can you further describe the gap between staples? Please further describe the staple form? What does the surgeon believe was the cause of the leak? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopy and endoscopy cooperative surgery, the device was fired twice. No problem was observed at leak test. 2 days after the surgery, the patient complained of stomachache and leakage was observed by an endoscope. The staples at the middle of the staple line were being deployed, but there were gaps between staples. Additional hand suture was performed to stop bleeding. The surgeon, nurse, and scopist commented that this case was not caused by the alleged deficiency of the device. Stock lot in hospital psee60a(u9402k¿u95x3z)¿gst60b(218a72¿321a98¿358a97). No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/17/2021. Additional information was requested, and the following was obtained: what was exact procedure? : no further information is available. What anatomical structure was the device fired upon? : no further information is available. Can you further describe the gap between staples? : no further information is available. Please further describe the staple form? : no further information is available. What does the surgeon believe was the cause of the leak? : the surgeon had no idea. What caused the leak but believed that there was a possibility that the stomach walls were thin and ripped. It is also thought that the stomach was so thick that the height of the cartridge was not enough. No further information will be provided.